Event description:
A physician informed a sales rep of a case of aspiration. Gensia's safety officer contacted the physician who was the attending anesthesiologist for the case. The patient was admitted the night before and was npo after midnight. No medications were given that would slow gastric motility. The lma was inserted easily following induction with propofol. The anesthetic was lightened and the patient was breathing spontaneously. The surgeon injected anesthetic in the surgical area and the patient reacted by bucking. Gastric contents were noted in the lma tube, so the lam was removed, the oropharynx suctioned, the patient paralyzed and intubated. After intubation, the trachea was also suctioned and an ng tube was placed contents from the trachea and ng tube were sent for ph studies. The patient received IV steroids and respiratory therapy with suction and lavage in the or. In recovery the patient was given additional therapy and placed in the ICU overnight. The patient received antibiotics and recovered within 5 days. The physician stated that they suspect the patient may have had negative pressure pulmonary edema rather than true aspiration because of the lll changes on the chest x-ray.